Event description:
I received medical treatment at hospital (B)(6) in (B)(6) mexico, which advertises itself as "american-owned." The arrangements for my treatment, including payment, were handled through health and wellness bazaar, a u.s.-based company. The payment was wire-transferred to health and wellness bazaar's u.s. Account. Within 24 hours of returning to the u.s., I experienced severe complications from the procedure, resulting in a six-week hospitalization. My doctors in the u.s. Urgently requested my complete medical records from hospital bcn to understand the treatment provided. However, hospital bcn refused to release the full medical records, claiming they "owned" them. Instead, they only provided a brief summary that was inadequate and delayed my care. This lack of access to critical information prolonged my hospitalization and significantly impacted my recovery. The complications I suffered required extensive medical intervention in the u.s. To prevent further harm and long-term health problems. The inability to obtain my full medical records also placed my u.s. Healthcare providers at a disadvantage in providing appropriate follow-up care. I believe this issue highlights serious concerns about patient rights and the quality of care provided by hospital bcn. I request an investigation into the practices of hospital bcn and health and wellness bazaar to ensure compliance with patient care and record-sharing standards, especially given their claims of being "american-owned. The imaging studies and clinical findings highlight significant postoperative complications. The abdominal CT revealed postoperative changes with evidence of subcutaneous air and fluid accumulation, indicating potential infection or inflammation. Colonic wall thickening observed on imaging suggests infectious or inflammatory colitis, requiring further investigation. The left thigh imaging demonstrated subcutaneous stranding and a curvilinear collection consistent with postsurgical seroma or hematoma, with the possibility of cellulitis or abscess formation. The wound dehiscence with exposed adipose tissue reinforces the need for immediate surgical and wound care intervention. These findings are consistent with the patient's presentation of wound dehiscence, purulent drainage, and anemia, all of which necessitate close monitoring and multidisciplinary management. Surgical drain used during post-surgical recovery after abdominoplasty and thigh lift.